Event description:
Pump read "res. Vol." 4.3 ml. Wasted 30ml ms04. Bag started at 0200. Minimum used - 9mg between 0200 and 0500. 30.3 ml used between 0500 and 1100. Total min 39.3 plus 30ml waste = 69.3 ml vol. In 50ml bag. Question if pt was receiving appropriate dose.